Event description:
Vent reading low mv. Rt had just made rounds and charted low exhaled tv. Exhaled tv going down on last few assessments. Patient poh 7.16. Pco2 71. Vent changed out and patient's abgs improved. Vent taken by rt to be repaired.